Event description:
It was reported that this implantable pacemaker dropped its longevity from 15 years to 12.5 years in a span of 10 months. The healthcare professional (hcp) wanted to know if this is due to high atrial rate sensing. Boston scientific technical service (ts) reviewed and noted power consumption and pacing outputs over the past 8 months is stable. Ts also stated that likely the decrease was from high-rate atrial sensing. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker dropped its longevity from 15 years to 12.5 years in a span of 10 months. The healthcare professional (hcp) wanted to know if this is due to high atrial rate sensing. Boston scientific technical service (ts) reviewed and noted power consumption and pacing outputs over the past 8 months is stable. Ts also stated that likely the decrease was from high-rate atrial sensing. This device remains in service. No adverse patient effects were reported.